Manufacturer narrative:
The customer's complaint of the secondary backflow to the primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after a secondary dose of "erwinia" (l-asparaginase) had infused the nurse noted that the normal saline bag was very full, and bulging. They concluded that the erwinia had backed up into the primary. There is no report of patient harm or medical intervention.